Manufacturer narrative:
Citation: perrin n et al. Aortic transcatheter heart valve thrombosis in a setting of vaquez disease. Kardiovaskuläre medizin. 2018;21(5):121. Presented june 5-6, 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with a history of persistent atrial fibrillation and chronic coronary artery disease presented with acute heart failure due to moderate-severe aortic regurgitation following streptococcus oralis endocarditis. The patient underwent transcatheter aortic valve implantation with a 31 mm medtronic corevalve bioprosthetic valve (serial number not provided). It was noted that discharge and 30-day follow-up echocardiograms showed mild paravalvular leak with a normal transvalvular mean gradient (6.8 mm hg). Six months post implant, the patient experienced a ¿cerebral ischemic stroke due to multiple cortical embolisms¿ despite a reported anticoagulation regimen (vitamin k antagonists followed by apixaban). Subsequently, the patient underwent 4 hospitalizations for acute heart failure and repeat echocardiograms revealed signs of valve dysfunction with increasing transvalvular mean gradient from 5.7 mm hg at the time of the stroke to 48.3 mm hg 12 months after the stroke. A transesophageal echocardiogram exhibited increasing prosthetic valve leaflet thickness with restricted mobility. Ultimately, multi-slice computed tomography revealed ¿extensive thrombi deposition¿ on the valve¿s leaflets. At the same time, the patient¿s blood work (persistent erythrocytosis with hematocrit value up to 62%) led to being diagnosed with polycythemia vera. An echocardiogram showed increasing transvalvular gradient. The patient¿s apixaban regimen was stopped and a vitamin k antagonist in association with aspirin (100 mg) treatment was initiated. Three weeks later, the patient¿s clinical condition improved with reduction in the mean transvalvular gradient to 18 mm hg. No additional adverse patient effects or product performance issues were reported.